Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 stopped working and was not longer cauterizing. The hospital was not sure if it was the hemopro 2 device or the cable causing the malfunction. Replacement devices were used to complete the procedure. The hospital did not report any pt effects. The hospital returned the hemopro 2 device to the factory for evaluation and intends to return the hemopro 2 extension cable. Refer to MFR report # 2242352-2012-00961 for the related report.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).